Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken cable at the wrist. The procedure was completed with no reported injury. Per subsequent follow-up, the customer confirmed that no fragments fell inside the patient and that a similar backup instrument was used to proceed with the case. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint of a broken cable. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the tenaculum forceps (part # 470207-10; lot # n10181017 0076) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021. The instrument had 1 use remaining and was not used for any subsequent procedures. This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.